Manufacturer narrative:
Attempt to obtain patient information yielded? No response. Attempt to obtain repair details yielded? No response.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported multiple error codes relating to the data acquisition and the sensors. No patient harm reported.